Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of cancer and blood cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 08/12/2022, and section h10 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of cancer and blood cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.